Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for cervical/neck reported via the manufacturer¿s representative (rep) the implantable neurostimulator (ins) hadn¿t been charged since (B)(6) 2016 and became overdischarged. The consumer was now out of overdischarge but the ins battery continued to deplete and recharge rapidly. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The patient has been trying to use his cervical stimulator, but it still was not holding a charge. They have been performing antenna locate sessions to recover it whenever needed; however, these have not resolved the issue of the device not holding a charge and the patient could not get it to recharge. The patient needs this cervical stimulator replaced; however, they are not able to find a physician to do this replacement. There were no patient symptoms or complications reported.